Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user reported experiencing low blood glucose (bg) while on the pump. The agent identified the cause as unannounced meals when the user¿s wife was not home, leading to highs followed by lows. The agent advised announcing all meals to prevent this pattern. Review of the most recent event from the night of (B)(6) 2025 through the morning of (B)(6) 2025 showed bg ranging from a high of 400 mg/dl to a low of 44 mg/dl. The low was treated with instant breakfast, and the ilet resumed dosing. The device alerted for both high and low bg. The lowest blood glucose (bg) recorded was 44 mg/dl and highest was 400 mg/dl. Bg was corrected with food and pump dosing. Symptom reported was sweating during the low. No outside assistance or medical intervention was required or reported at the time of call.